Event description:
It was reported that this adverse event had been adjudicated as "unknown" relatedness to the left ventricular lead. The left partial anterior circulation was infarcted. The patient experienced slurred speech a few weeks post the adjudicated date and was admitted to the local hospital. The patient presented with slurred speech expressive dysphasia, and a right facial droop. The patient had a computed tomography scan which showed no acute injury. The patient was taken off of oral anticoagulant medication for 24 hours and was given aspirin. Blood tests were normal. The patient had carotid doppler's during overnight at the hospital and the result was normal. It was noted that the patient had a transient ischemic attack prior to the baseline of the episode. The patient was discharged home with speech therapy. This case is considered unresolved and further actions or treatment are planned. The patient is part of the (B)(6) study. The lead remains use.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No further patient complications have been reported as a result of this event.